Event description:
It was reported that a possible fracture, high sudden increased impedence, and noise were found on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Destructive analysis and visual inspection of the distal conductor, fracture was confirmed. (B)(4).